Event description:
This is first of two reports for the same pt involving one known lot number and one unk lot number of the same product. It is unk which contributed to the event. Refer to 9610813-2013-00006 for description of the second report. It was initially reported by the pt's mother that her daughter purchased blue colored and green colored contact lenses the first week of (B)(6), and started experiencing problems in the first week of (B)(6). Since the daughter alternated between lenses, the color that is attributed to the event is unk. It was confirmed by a doctor that the pt experienced an intense eye infection in her right eye, and a mild infection in her left eye. Her left eye is fine, but the right eye experienced "necrosis of the stroma and thinning of the cornea." She received unspecified treatment, and may still need a corneal transplant. Additional info received from the pt's mother on (B)(6) 2013 stated that the shop sold four separate blisters of contact lenses from two different packages, with no usage instructions, and no proof of purchase. The shop gave the pt instructions on use, which was to use the blister's solution to store the lenses in a flat case. When the solution dried out, the pt was to dispose of the lenses. The pt wore the lenses for 15 days and alternated between the two colors that were purchased: one day one color, the next day a different color. On (B)(6) 2013, the pt went to the emergency room because she was experiencing eye pain, and was diagnosed with conjunctivitis the pt's prescribed treatment was maxitrol. On (B)(6) 2013, the pt experienced burning sensations and a headache, even while on the treatment. On (B)(6) 2013, the pt could not longer see, and experienced an increase in secretion. The pt went to an ophthalmologist and was diagnosed with a severe bacterial infection. The doctor stated that this could cause a risk pf permanent damage to the pt's eye globe. The doctor explained that there is a thin membrane that was blocking the pt's vision. The doctor also stated the contact lenses caused the corneal ulcer, and "even mentioned corneal melting (bacterial infection under the cornea, causing high risk of eye perforation)." The doctor referred her to a hospital the same day for treatment. The pt was advised to stay on complete bed rest and was prescribed the following treatment: vancomycin eye drops, every hour, during 32 days (finishing on (B)(6) 2013). Ceftazidime eye drops, every hour until (B)(6) 2013, then every 2 hours until (B)(6) 2013, and then every six hours until (B)(6) 2013. Vigamox eye drops, every hour until (B)(6) 2013, then every 2 hours until (B)(6) 2013, then every 6 hours until (B)(6) 2013, and every 8 hours. Vigamox still on, associated to a lubricant eye drop. Timolol maleate eye drops, every 12 hours, until (B)(6) 2013. Tropicamide eye drops, every 12 hours, until (B)(6) 2013. Throughout the treatment timeline, the pt went in for follow-ups periodically. Presently, the doctors say that the bacterial infection is completely gone, and as soon as healing is satisfactory she will need a corneal transplant. According to the mother, the hospital analyzed the product on (B)(6) 2013 and it was found positive for "coco gram positive organisms, and later on it would have been identified pseudomona aerugina. " additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Based on the product insert label, the lenses are indicated for daily disposable wear. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).